Manufacturer narrative:
Due to the automated manufacturing execution system (mes) system there are controls in the manufacturing process to ensure the product met specifications upon release. During visual inspection, there were no anomalies noted to the delivery catheter or the stabilizer. The stent was noted to be partially deployed from the distal end of the delivery catheter. There were no anomalies noted to the deployed stent. In functional test, the delivery catheter was flushed and the stabilizer was advanced to deploy the stent completely without difficulty. The stabilizer was removed from the delivery catheter without difficulty. The stabilizer was flushed and blood exited. The delivery catheter was advanced through a demonstration catheter without difficulty. The reported event is covered in the device direction for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The reported complaint could not be confirmed, and it could not be definitively determined if the device failed to meet specifications because the product was not returned. Additional information received indicated that the device was prepared for use as per the directions for use. There was no damage noted to the packaging prior to opening the packaging and the device was confirmed to be in good condition prior to use on the patient. In the follow-up gfe replies it was stated that the stent stabilizer was advanced independently of the delivery catheter. The dfu instructions state that, prior to stent deployment, the only time the stabilizer is advanced independently of the outer catheter is when the stent has been advanced partially through the stenosis area. The dfu states that the user ought to 'loosen the delivery system outer body rotating hemostasis valve, and advance the delivery system inner body until the proximal radiopaque marker band bumper is just proximal to the stent'. It was reported that 'after dilation, the physician chose a stent for delivery, but the stent could not be smoothly advanced during the process. Due to insufficient inventory of the products, the physician switched to an another stent for angioplasty'. The stent was returned for analysis partially deployed through the distal tip opening of the outer catheter. The system was flushed and the stent was deployed without difficulty. The stent was inspected and was undamaged, as was the stent inner body (stabilizer) and outer body. The as reported code' stent difficult/unable to advance or pullback through catheter' as well as the as analysed code 'stent partial deployment' will be assigned procedural factors as this complaint appears to be associated with a product that met the companies design and manufacturing specifications, but performance was limited due to unknown procedural factors which may have included the tortuosity of the patients anatomy as well as the percentage stenosis and calcification at the lesion.

Event description:
It was reported that during right middle cerebral arteries (mca) stenosis case, the subject stent could not be advance smoothly. The subject device was replaced, and the procedure was completed successfully. No clinical consequences were reported to the patient due to this event. Analysis of the returned device found that the subject stent was partially deployed. There were no clinical consequences to the patient reported as a result of this event and the procedure was completed successfully.